Event description:
While performing testing of the ventilator during service, the manufacturer's service technician reported the backup alarm test failed. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. The service technician was unable to duplicate the failure during any follow-up testing. The service technician replaced the alarm as a precaution. Performance verification testing was completed and all tests passed per operating specifications.